Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Correction b5: additional information received event is no longer considered reportable as the device longevity meets/exceeds the expectations of the physician.

Event description:
Additional information received event is no longer considered reportable as the device longevity meets/exceeds the expectations of the physician.